Manufacturer narrative:
Based on information received, the device was being set up for use by a respiratory therapist when the reported event was discovered. The customer was advised of replacing either the cpu pcba, pm, pcba, or the mc pcba. The customer was provided the parts ID for cpu pcba. Based on information provided, the alleged malfunction was confirmed. As of latest communication from the customer, the unit has not been repaired yet. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
The customer reported that the unit gave a check vent alarm at turn on for backup alarm failed. The customer contacted product support and was advised of possible parts replacement, most likely to least. The customer reported that the unit was not in use on a patient.